Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. Review of the device activity logs did not show any evidence to support the customer's report. There is no low battery or shutdown warning registered in the log. The battery was not returned. The device passed all functional testing and works as expected. Therefore, our investigation was unsubstantiated. The device was recertified and returned to the customer. No trend is associated with reports of this type.